Event description:
A finetuner echo was returned to service and repair. According to the repair request form, the device was reported to be non-functional.

Manufacturer narrative:
Conclusion: a finetuner echo was sent to service repair because of malfunctioning. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. Electrical inspection could not be performed because of the observed failure. No injury was reported. This is a combined initial and final report.